Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive root cause of the foreign material in the device was not established, however, it is possible foreign material remained in the device due to physical damage. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had damage due to control unit falling. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover has foreign objects and foreign objects from suction channel and forceps channel were found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the universal cord, the suction connector, the image guide protector, the protector of universal cord on the control section side, the switch 2 and switch 3 were scratched. The connecting tube, the universal cord and the plastic distal end cover had a dent. The adhesive on the bending section cover, the plug unit and the switch box had a crack. The adhesive around the objective lens and the adhesive around light guide lens was peeled. Switch 1 had a cut; switch 4 had a wear; the adhesive on the bending section cover had a chip; the adhesive on the bending section cover had a discolored area; the suction connector was dirty due to water leakage; the control unit has discoloration; the scope cover was shaved; the universal cord had a wrinkle and due to wear of the angle wire, the bending angle in up direction did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.